Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a foreign material issue occurred. Prior to opening the package, foreign material was found. Since the foreign material could be confirmed by sight, without opening the package, an alternative smart touch sf catheter was opened. By opening an alternative catheter, the issue was resolved. The procedure was completed without patient's consequence. Additional information was received. The material was found on opening the package. The device was not used on the patient. The packaging will be returned for analysis as well as the product. The material was black. Provided a picture.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Prior to opening the package, foreign material was found. Since the foreign material could be confirmed by sight, without opening the package, an alternative smart touch sf catheter was opened. By opening an alternative catheter, the issue was resolved. The procedure was completed without patient's consequence. The investigation was completed on 23-aug-2024. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a foreign material was observed inside the pouch of the device, at this time it is not possible to determine the source of the foreign material. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection revealed a black foreign material inside the package. A fourier-transform infrared spectroscopy (ft-ir) analysis was requested of this material, and it was concluded that the black particle was principally composed of polymide-based material a rocker arm component can be pinpointed as a potential source of origin for the foreign material. For this reason, a manufacturing meeting was performed and it was determined that this failure was manufacturing-related since the clean process was not correctly applied. Corrective actions were implemented through an awareness session for the associates who performed the missing process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer was confirmed. The root cause of the failure was related to the manufacturing process. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).